Event description:
It was reported that during a stent procedure, the stent delivery system (sds) balloon burst at 8 atm. Reportedly, the stent was only partially deployed and difficulties were noted while attempting to cross the stent to post dilate. The stent was successfully post diated and the procedure was completed.